Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their implant started to lean and they were feeling "zapping". Pt said that the doctor tried to sew the implant behind the pocket. Pt said the implant eventually stopped giving them the benefit so they got the implant removed in 2018 or 2019.